Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device was having battery issues and displaying the sensor fail message. As a result, the patient lacked oxygen and had tripped and fell. It was noted the patient was hospitalized twice due to this issue. A replacement device was sent to the patient.